Event description:
It was reported that during preventive maintenance, unit stopped compressor output test by itself several times on cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
Event site name: (B)(6). Initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code).

Event description:
It was reported that during preventive maintenance, unit stopped compressor output test by itself several times and also found code 137 in the logs on cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes and investigation conclusions) and h11. Corrected: e1 (event site postal code and event site email). The compressor output tests readings were within tolerance, however. The fse found code 137 in the logs. The fse also found that manipulating the coiled cord caused the test to stop multiple times. The fse replaced the coiled cord. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following was performed by technician of the maquet failure analysis and testing dept. Wayne, the failure analysis and testing dept. Received the part coiled cable with a reported unit failure of unit stopped compressor output test by itself several times. The fat dept. Performed a visual inspection of the part received and found that the part is in good condition.the failure analysis and testing department installed coiled cord in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual. The failure analysis and testing department run the test fixture for more than an hour meanwhile manipulating the coiled cable at the display and backplane pcb levels and could not verify the failure of unit stopped compressor output test by itself several times.retaining the coiled cable in the fat department per procedure.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b3.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: e4:initial report sent to FDA?